Manufacturer narrative:
A titan pump and two cylinders were received for analysis. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination, quality concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. No leakage was noted at this site. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Lot number: 5127470.

Event description:
According to the available information, the device was explanted due to an unspecified failure.